Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner experienced delayed scanning and was not working properly. The customer reported needing to scan multiple times for the scanner to respond and noted that restarting the device several times did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined scanner was not working properly. A technical support specialist tss logged into the device remotely through remote support service (rss) and found that the barcode scanner drivers were showing as com4 under device manager and ports. Tss verified that the universal serial bus (usb) power management settings were configured correctly and then forced the com port assignment to com3. After rebooting the device, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.